Manufacturer narrative:
One device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The customer reported issue was confirmed. The pump shows last error code:1870/1871. The cause of the issue was a blocked motor. The motor was replaced to resolve this issue.

Event description:
It was reported that the pump shows constantly error. There was no unknown patient involvement. Device evaluation revealed error codes 1870/1871.